Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was just replaced. The technician recommended replacing the "three-way solenoid valve and proportional valve will fix the issue, from manual and prior experience with this issue". No further investigation is required at this time. Replaced three-way solenoid valve and proportional valve, performed a full pm. Device passed all tests and is ready for use.

Manufacturer narrative:
The manufacturer previously reported of a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was just replaced. The technician recommended replacing the "three-way solenoid valve and proportional valve will fix the issue, from manual and prior experience with this issue". No further investigation is required at this time. Replaced three-way solenoid valve and proportional valve, performed a full pm. Device passed all tests and is ready for use. The device's three-way solenoid valve and proportional valve was returned to the product investigation laboratory (pil) for further investigation. The pil installed the solenoid valve on the pil trilogy evo stb, then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test and the solenoid valve passed all testing. Pil concluded that the solenoid valve operates as designed. The pil installed the proportional valve on the pil trilogy evo stb, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed. The coding in box: h has been updated to reflect these findings.